Event description:
The patient contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of 488 mg/dl with nausea and lethargy associated with a bent cannula. The patient reported that the issue has occurred multiple times in the past month. The pump history was reviewed and found that there were no occlusion alarms in the history; the patient indicated that the pump was not alarming for occlusions at these times. The pump settings were reviewed and customer support walked the patient through changing the occlusion sensitivity to high and advised the patient to follow up with a health care provider regarding choice of infusion sites. Animas does not manufacture the patient¿s infusion set. This report is made based on the allegation that the patient experienced hyperglycemia due to a kinked cannula without the pump alarming to alert the user of the issue; the pump occlusion sensitivity settings were adjusted during troubleshooting to aid in preventing further events.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed the information from the reported event date was found to be old and overwritten. A review of the black box and alarm history revealed no evidence of ¿occlusion¿ alarms. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The pump successfully powered up and displayed the ¿verify¿ screen. The force sensor was found to be within calibration. The pump was exercised for 24 hours and no ¿occlusion ¿alarms occurred during testing. An ¿occlusion¿ was stimulated by clamping off the infusion set; the pump emitted the appropriate ¿occlusion¿ audible and visible alert. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The pump was opened; no moisture or internal damage was found inside the pump.